Event description:
New information received notes that the right atrial lead was capped on (B)(6) 2024 due to noise over-sensing. The patient remained in stable condition and will continue to be monitored.

Event description:
New information received notes that the lead exhibited fracture.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. Upon interrogation of the pulse generator, it was noted that the right atrial (ra) lead exhibited several episodes of oversensing of noise which resulted in inappropriate mode switch episodes. No intervention was performed. The patient was in stable condition throughout.